Event description:
It was reported that a clear-link solution set was unable to connect to a patient line. The customer described the connection port on the device as ¿glued¿ which prevented the connection. The device was primed with cefepime. There was no patient involvement. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.